Manufacturer narrative:
G4: 22oct2020; b4: 26oct2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the unit had a touchscreen failure, resulting in the user being unable to select settings. The device was in use at the time of the event; however, there was no patient harm.